Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Total thyroidectomy- "during the procedure, the device started sticking. All the cleaning maneuvers was done correctly, but still sticking. To release the tissue the doctor had to had help. The heating spread almost 1cm." Additional information received from the user facility: "tissue was so stuck in the jaws that when they tried to remove it tear apart causing bleeding. What's they did to no happen the same, when the tissue was stuck in the jaws, the other doctor helped with a hemostatic." Patient status: "no patient injury".

Manufacturer narrative:
Update report source - distributor. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed eschar build-up on the jaws and in the blade channel of the device. During functional testing, engineering was able to replicate minor sticking by activating the device on porcine tissue; however, no abnormal thermal spread was noted and they were unable to replicate the sticking mentioned in the complaint that necessitated assistance to remove the device from the tissue. Upon further inspection, engineering found that the conductive stops sunk during use of the device. This occurrence led to an insufficient gap between the jaws, which can result in increased eschar buildup and tissue adherence. The root cause of thermal spread observed during the event could not be determined as engineering was unable to replicate the event. The instructions for use (IFU) that warns the use to, "...remove any conductive fluid that is in contact with, or in close proximity to, the electrodes of the device" as they can "cause potentially unintended tissue effects" to prevent excessive thermal spread. In regards to heat on the surrounding nerve observed during the event, the IFU warns the user to "keep the jaws of the device away from adjacent tissue as the jaws may remain hot enough to cause burns." The root cause of tissue sticking is due to an insufficient jaw gap. Applied medical opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate tissue sticking. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received 24oct2016: the tissues that sticked were muscle near the upper pole, and also near the tráquea, they can feel the heat in the finger when they protect the nerve while sealing. This report is regarding the cer beja.